Manufacturer narrative:
Unit received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery or failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had failed battery. The customer¿s blood glucose level was unknown. Customer stated that they had battery issues and changed multiple batteries and had received failed battery test and also got battery out limit. The customer was advised if not aligned or tightened the pump may alarm failed battery test. Customer received failed battery test. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.